Event description:
It was reported that the patient experienced peritonitis, manifested as feeling ill and cloudy effluent. The patient had a break in aseptic technique, which was further described as touch contamination. On the day of the onset of peritonitis, the patient was hospitalized. The patient was treated with unspecified antibiotics (ip, dose and frequency not reported). On an unreported date, during hospitalization, the patient was retrained three times on the proper aseptic techniques. The patient was hospitalized for four days before being discharged. At the time of this report, the patient was fully recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, which was described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is further relevant information from that review, a supplemental medwatch will be filed.